Manufacturer narrative:
(B)(4) date sent: 1/26/2017. Additional information received: patient wasn't reopened and he didn't need a re-operation. First, the clip fell off during the procedure. Later, when they finished the procedure, based on the fluids they concluded the clip fell off again, but they didn't open the patient because it stopped and now the patient is ok.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, clips were placed on choledocus two on one side and one on other side. The one immediately fell off and they placed with another clip that fell off after they closed the patient. It almost ended up in a revision. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.